Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a total shoulder arthroplasty, the spider started making a noise and stopped working, it also felt hot. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. No issues were noted. A foot switch was also returned. A functional evaluation was performed. A test battery was utilized. No issues were noted. The device passes all functional tests. The test battery got warm as normal. The reported complaint was not verified. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. It was determined the device did not contribute to the reported event. Factors that could have contributed to the reported event include repeatedly cycling the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.